Manufacturer narrative:
Reliability analysis inspected 1 random opened/used enlite sensor and performed the continuity resistance test per (B)(4), and the sensor passed per specification. However, the bicarbonate buffer test per (B)(4) was performed and the sensor failed with low readings.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 45 mg/dl despite a blood glucose of 200 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor will be returned for analysis.